Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that an impedance test was done prior to the battery replacement surgery on (B)(6) 2018 and there were high impedances of >10k ohms on the 0 ¿ 7 electrodes. During the replacement, high impedances were seen when testing with the new ins connected and also with an external neurostimulator (ens) connected. With the new ins connected, all electrodes 0 ¿ 7 were showing an ¿x¿ and were red. When testing impedances, all pairs 0 ¿ 7 were >40k ohms except for contact 4. It was reported that the patient had still had stimulation coming into the procedure that day. The manufacturer representative plans to work with the patient to see how the therapy is with the new ins. The healthcare provider (hcp) may consider a lead revision if decent therapy cannot be achieved. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the reason for the high impedance of the electrodes was not determined. A new program using electrodes that are within range is being used by the patient. The effectiveness of the new program that does not utilize electrodes out of range is still unknown. It will take more time for the patient to assess the effectiveness of this therapy. The patient will continue to use the lead but without using the electrodes with high impedance is in his programming. No further complications were reported.